Event description:
Spacelabs rec'd a report that a patient monitor display blank when a patient coded. The patient passed away later.

Manufacturer narrative:
This MDR is filed due to patient death identified during a retrospective review of our complaint system. The issue was reported to spacelabs two months after the occurrence. The patient monitor display blank when a patient was coded in emergency room #2. The nurse removed the module and replaced it with a module from emergency room #1. The monitor returned to normal operation. After the incident was reported to spacelabs, the questionable module was tested by a spacelabs field service engineer (fse) onsite with no problem found. The fse was unable to duplicate the reported symptom. The biomed recalled that there was one monitor having a loose cable and the other one having a bad power supply during the event. The module was returned to service in emergency room #1 and there have been no further reports concerning this device. It is spacelabs' policy to submit a medical device report whenever we become aware of death of any patient connected to our devices. Spacelabs considers this issue closed.